Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated insulin pump was not exposed to a high magnetic field. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm. The problem is isolated to electrical board. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify pump error 35 due to critical pump error alarm. Device had label damage. Device p-cap / test reservoir locks in place properly and no anomaly noted.